Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The suction water trap was replaced.

Event description:
The hospital reported suction was not operating as expected. There was no reported patient involvement.